Manufacturer narrative:
H11: according to complaints database review, no further similar issues have been detected for this unit since its installation in 2014. Based on investigation findings, the root cause of the issue has been traced back to defective temperature sensors. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in indianapolis, indiana. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed during procedure an error message related to the temperature difference of the temperature sensors in the control/safety system that is too big. There was no patient injury.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. The technician replaced the temperature sensor to fix the problem, then performed functional verification tests with success. The device was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.